Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately low compared to the patient&#38112;feelings and/or normal readings. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue first occurred on 08/07/2015 at 6am. At this time the patient obtained a blood glucose reading of "50mg/dl" with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and stated that at 6:15am they consumed additional food and/or drink as a result of the alleged subject meter result. At this time the patient also stated that they developed the symptoms of "sweating and shaking". The patient was taken to the hospital where they were admitted for three days. The patient was treated with a course of insulin, after having their blood glucose measured on a hospital meter at 7:30am on (B)(6) 2015 and a result of "400mg/dl" being obtained. The insulin the patient was given over the three days is as follows: 10 units of novolog and 54 units of lantus per day. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the test strips being used were open longer than their discard date. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips the patient was using had expired and the comparison being used is invalid, this complaint is being reported because the patient obtained an inaccurately low reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.